Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported from user facility mandatory medsun (B)(4), that the syringe pump was missing the attachment at the back that clamp it to IV pole and was just sitting on top of alaris large volume pump (lvp). It was not currently in use but was plugged in to wall. The registered nurses were in the room and observed the pump to spontaneously start shooting out sparks and smoke. No additional information.

Manufacturer narrative:
B3: day is unknown, year and month are known. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The previous report was unintentionally blank, h10 - was updated to show the related report number.